Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that the issue appears to be configuration related. The medication in question was not loaded into any storage space in device, which means it cannot use the internal bin for returns unless it is recorded and physically loaded into the device. Additionally, under the facility formulary settings the return option for this medication is configured as medication in question is not loaded into any storage space in device, which means it cannot use the internal bin for returns unless it is recorded and physically loaded into the device. Additionally, under the facility formulary settings, the return option for this medication is configured as "return to stock", and in the device settings ¿ formulary tab, the return to stock option is checked. When a medication is not assigned to any specific return option, the system defaults to return to stock, which triggers the witness frame instead of returning to the internal bin. To resolve this, the medication must be properly loaded into the device and configured with the correct return option. The customer confirmed that the issue was resolved following the tss guidance. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient specific bin was not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.